Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and that the insulin pump would not let her press any buttons. The customer further explained that the insulin pump was partly frozen and that the insulin pump alarmed battery out limit. The customer's blood glucose was 500 mg/dl. The customer treated her high blood glucose with a manual injection. The customer was unable to recall any significant events leading to the alarm. The customer was advised that their insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. The insulin pump powered up properly after battery installation. The operating currents are within specification. No unexpected battery out limit alarms noted. The insulin pump has cracked case at the display window corners, cracked battery tube threads and minor scratched display window.